Event description:
It was reported that this right ventricular lead was explanted following initial pocket closure due to loss of capture. It was noted that difficulty was encountered finding satisfactory placement and that threshold measurements were high at implant. No additional adverse patient effects were reported.